Event description:
Patient's spouse reported right side rupture. Patient additionally reported pain and shape change. Patient confirmed rupture. Healthcare professional confirmed right side capsular contracture baker grade IV, rupture of silicone implant, and possible breast implant illness. Patient undergone total capsulectomy. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, possible breast implant illness.